Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found cannula bent. It was also found the cannula was broken, with broken part still in tubing. It was unable to confirm if sensor was received in said condition due to it was returned opened/used.

Event description:
The customer reported via phone call that she inserted a sensor and received a sensor error alert during the initialization period. Blood glucose value is unknown. Customer was advised to wait and monitor the sensor. She called back later and stated that she was still receiving sensor errors. Customer did not want to troubleshoot; she removed the sensor and found the cannula bent. The sensor was replaced and returned for analysis.